Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited a high out of range shock impedance measurement of 125 ohms. Technical services (ts) reviewed device data, explained it is not uncommon for this type of lead to get into the 130 ohm range, and suggested increasing the upper limit to 150 ohms. The clinician to continue monitoring and will discuss with the physician. The device remains in service. No adverse patient effects were reported.